Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was stable.

Event description:
Additional information received notes that on (B)(6) 2024 the physician elected to cap and replace the right ventricular lead. The patient condition was stable before, during, and after the procedure.